Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency. It was reported that the patient was on the right side and he picked up his remote in the morning and it was showing 2.0 on the left. The patient stated that he did not change it and he was curious why it switched. It was noted that there was no icon of a right side and no way to change back so he was curious if the lead wires moved on the right side. It was reviewed that they could evaluate on the left side where he was at and continue to track symptom progress. The patient also asked about the battery level and the patient felt reassured when it was explained to him that the controller batteries could be replaced with aa batteries if they got low. The patient mentioned that the device switched sides when he woke up. On (B)(6), the patient reported that he went to the emergency room over the weekend where they told him that the right side wire was dislodged and he was not feeling stimulation in the right side at 3.0. The patient stated that he could not turn up the settings and it stated "cannot provide your desired settings, call your clinician". The patient mentioned that he thought he was voiding more when stimulation was turned up so the patient was advised to turn down stimulation. The patient turned stimulation down to 1.8 and stated that he would contact his health care professional. The patient confirmed that he was not feeling stimulation anymore and was feeling stimulation earlier in the evaluation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.